Manufacturer narrative:
Concomitant medical devices: 4092-58 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had possible fractures. In addition, the rv lead exhibited noise. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.